Event description:
It has been reported to philips that the 3d rotational movement of the c-arm was not working. The available information does not indicate whether the device was in clinical use. No harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the issue was with table tilt but was discovered during 3d spin. Fse analyse the system and replaced the tilt potentiometer and complete corresponding adjustments/calibration. Fse created test patient and verified functionality, and found the system was returned to use in good working order. The codes were updated based on the investigation outcome.